Manufacturer narrative:
H3- the lens remain implanted. Claim# (B)(4).

Event description:
A case report journal article titled "diagnosis and treatment of pupillary block glaucoma following implantable collamer lens surgery: a case report." Reports that following an implantable collamer lens (icl) implantation procedure, the patient experienced ocular pain and blurred vison in right eye along with headache and nausea. A slip lamp examination presented congested conjunctiva, diffuse corneal edema an extremely shallow central anterior chamber and a narrow peripheral iridocorneal angle in the right eye. Pupillary block glaucoma with excessive elevated iop was experienced. The patient reported accidental exposure of her right eye to bath water and delayed application of eye drops for two hours after discharge. The patient underwent a peripheral iridotomy (yag) laser. The glaucoma resolved completely with a deep and quiet anterior chamber.